Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, in order to use in pacemaker implantation, the needle was held with needle holder to take the thread out of the packet, at that time, the needle and thread came apart, making it impossible to use. Another device was used to resolve the issue. There was no patient involvement.